Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was treated at the ER his ipg site opened up on (B)(6) 2016. The ER physician confirmed the ipg had pushed through the skin and recommended explanting the entire scs system. The patient stated he noticed a blister forming over the ipg area for several weeks prior. The patient continued to state when he bent over he felt a pop and the ipg became visible. The patient underwent surgical intervention where the entire scs system was removed.